Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company lens with preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information indicated the plunger was being retraced and re-advanced. The surgeon indicated "the plunger will start in the middle but then shifts to the right pushing the lens from one of the sides which is why I pull back and recenter the plunger to avoid the off set of the plunger". The plunger is intended to move to the right. The retraction of the plunger and re-push may be a contributing issue for the reported ¿cracks in the peripheral optic near the haptic¿. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The cam provided follow up information. Discussed with the surgeon and techs. There were inconsistencies with repeatable and successful loading. Surgeon now advances the ultrasert and that has created more consistent results. Reiterated speed of advancing and dwell time with regards to viscoelastics. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during surgery, they noticed that lens could not engage with the plunger and would not advance. There was ample amount of viscoelastic in the system and it was at room temperature. They had to start engaging the lens and pushed forward for about less than 0.5 cm, when he had to disengage and pull back to engage the lens as the initial push moves the plunger off to the side and increases tension on the haptic and the lens begins to fold on itself while at the same time overlapping the optic and not pushing the lens from behind. The preloaded lenses are opened and made ready right before I insert them. There was no lag time. Surgeon no longer allow the tech to engage the lens and they only inject the viscoelastic into the chamber. Under the microscope he advanced the lens and observe the plunger activity. Just about every case the plunger will start in the middle but then shifts to the right pushing the lens from one of the sides which was why he pull back and recenter the plunger to avoid the off set of the plunger and a previous experience of having a torn lens which needed to be explanted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).